Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the output connector was worn and connection rattling. The xenon lamp had been used for more than 500 hours and the light intensity had decreased. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. Full e1 address establishment name: (B)(6).

Event description:
It was reported, the light source emergency light turned on. This issue was found during preparation for use in an unspecified procedure. The procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, the root cause for the event could not be determined as the reported issue was not reproduced. Olympus will continue to monitor field performance for this device.